Event description:
Additional information was received from the patient (pt). They reported that the cause of the therapy turning off was not determined. Patient decided to just turn it back on with approval from their hcp. Patient stated the issue had not been resolved and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they got a feeling it's not working right, and the ins automatically turns off on them. Patient stated that they are not getting any impulse, and when they turn it on, they feel the initial zap but they know it's on, and when it goes off, they can't hold it anymore, and when it's on they get a feeling and the can go to the bathroom. Patient also stated that when they stand up and start peeing, they know that the ins is off. Patient mentioned that the issue has been going on for the last 6 months, and had gotten worse for the last 3 weeks. Agent walked the patient through connecting to the ins, and the patient had encountered a por message. Patient stated that they usually charge their ins every 3 days, and the ins battery does not deplete. Patient also mentioned that they didn't have any falls, accidents, and procedure that could have damaged the ins. Agent documented reported events, and redirected the patient to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins therapy keeps turning off. Patient reported that when they have to urinate frequently that is what indicates to them that therapy is off. Ps asked patient if they are just suspecting therapy to be off or if they are confirming therapy status on their programmer. Patient confirmed the programmer also reflects that therapy is off. Patient said this has been going on for about 6 months, but it has done this off and on before that. Patient charged the implant this morning and it turned off after and when they checked the therapy status it showed that it was off. The patient also reported therapy turned off once as they were going through an airport and knew it was off within a few hours due to symptom return. Reviewed considerations that therapy may be turning off when ins battery discharges which would then lead to a por message. Patient confirmed at times they have seen por message on their programmer. Ps also reviewed that when changing programs the therapy will turn off automatically which is normal. Recommended patient closely monitor the ins charge level and follow up with managing hcp if the concerns persist.